Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Image review: review of the provided image confirmed the fbf instrument batch/lot/ref#. However, the reported complaint cannot be verified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, fenestrated bipolar forceps (fbf) shaft was cracked. The fbf instrument was stuck and could not be removed from the cannula. The customer cut the tip of the instrument to remove it from the cannula. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and the main tube was found to be broken at the distal tip. The instrument had missing pieces, but their sizes cannot be confirmed. Additional observation : the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. Additional observation: the instrument was found to have broken grip cable and pitch cable at the main tube. The conductor wire of instrument was found to be broken at the main tube. The probable root cause of broken main tube is attributed to an improper product handling by the customer, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Furthermore, the root cause of the broken adjacent components (pitch cable, grip cable, conductor wire) as well as the dislodged proximal clevis is attributed to the broken main tube, which was likely caused by an induced tube breakage.

Event description:
Refer to h11 for follow-up information.